Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after announcing and consuming a usual breakfast while using the ilet system; the user and trainer attributed the event to preexisting insulin on board from running high the prior night after an unannounced snack, with the subsequent meal announcement contributing additional insulin. Symptoms included low glucose. Outcomes included resolution with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and suggested user-related insulin stacking due to a prior unannounced snack and subsequent meal announcement while insulin remained active. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.